Event description:
It was reported that stent damage-post deployment occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 24-28x4.5mm, eccentric, de-novo target lesion containing a lesion bend of between >45 and <90 degree was located in a moderately tortuous and non-calcified, mid to ostial right coronary artery (rca). Predilation was performed with a 3.5x20mm balloon catheter. A 4.50mmx24mm omega stent was advanced and implanted in the target lesion. Another 12x4.50 omega¿ stent was also implanted in the rca. Following implantation of the 12x4.50 omega¿ stent, post-dilation was performed with 4.5x21mm balloon catheter. However, the physician noticed that the implanted 12x4.50 omega¿ stent had deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).